Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a third party hcp noting asymmetric position of the femoral head within the acetabular cup consistent with poly wear. No bony fracture is seen. Overall fit of the implants are good. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film. Visually, the cup appears to be in appropriate position. DHR was unable to be reviewed as the lot number of the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 20114006 ¿ g7 longevity liner ¿ 64802523. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00158.

Event description:
It was reported that patient underwent a hip revision approximately 18 days post implantation due to the poly liner disengaging from the shell. Attempts have been made and additional information on the reported event is unavailable at this time.